Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and several issues while using the insulin pump. The customer's parent reported that the keypad on the insulin pump experienced delayed response. The caller stated that the customer may not have been receiving the full amount of insulin from the bolus and/or basal. The blood glucose reading was 390 mg/dl. 3.3 units of the 5.3 units which were programmed were reportedly delivered. The customer complained of nausea and dehydration, treating with manual injection. The caller noted that the customer may have slept on the device a few times leading up to the keypad issues. She reported that the battery prematurely depleted within 1 week of replacement. Advised replacement of the insulin pump. Nothing further reported.